Event description:
It was reported that there was corrosion in the reservoir compartment and the insulin pump alarmed and error during priming. It was stated that it may have been insulin leaking in the reservoir compartment. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.